Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events of capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "fluid" and capsular contracture, baker grade IV.

Event description:
Healthcare professional reported a left side "fluid" and capsular contracture, baker grade IV. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Continued h6: f2201, f2203. Previous medwatch submission noted lymphoma-alcl-suspected. Upon review of received follow-up, allergan medical safety has confirmed that there is no malignancy.

Event description:
Ultrasound showed fluid collection around both breasts which was confirmed via MRI. Patient had a diagnosis of late onset seroma (100cc). Cytology at implant exchange was negative for alcl. Bilateral capsulectomy performed and removal of textured implants. Re-augmentation with smooth surfaced implants.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, b.6, b.7, h.6. Date of alcl diagnosis has not been provided. The event of lymphoma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare provider additionally reported "pain, hard, immobile, and radiology test came back positive for lymphoma." Pathological markers confirming alcl have not been received.